Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the ceramic insulation at the distal end of the resection sheath broke off and fell inside the patient. However, no fragment remained inside the patient since it was reportedly retrieved. The intended procedure was successfully completed with a similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), japan (returned to omsc on 2018-08-23). The evaluation/investigation confirmed that the distal end of the resection sheath has broken off. There are also a minor lateral crack, burn marks, and white scratches in the ceramic insulation. The cause of this damage is most likely material fatigue caused by wear and tear in combination with excessive force. According to the lot number, the suspect medical device was manufactured in 2002 and delivered to the user facility in 2003 and therefore most likely in long-term use. Also, since the damage is located at the distal end of the suspect device this indicates that it was activated when the loop wire was still inside the channel thus causing excessive force. Thus, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.